Event description:
On (B)(6) 2019 spills involving multiple chemotherapy drug preparations occurred inside the i.v. Station onco device. The spills were identified and subsequently cleaned by the user. There is no adverse patient effect related to these drug spills within the device, however, there is a concern regarding user exposure during clean-up of the spill.